Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken atrial connector. Analysis also found that the upper and lower cases were broken, that the battery release, ring cover, lead flex cover, battery drawer and battery flex were contaminated, that the side bail covers were broken, the battery contacts compressed and contaminated, the ring bail was bent, the liquid crystal display (lcd) screw as well as the battery drawer o-ring were missing, and the lcd was missing pixels. (B)(4).

Event description:
It was reported that the atrium socket was broken on the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrium socket was broken on the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.